Event description:
The customer reported that there was a patient that expired while being monitored by a philips device. The customer did not give any other information.

Manufacturer narrative:
H.3, h.6. Philips is in the process of obtaining more information concerning this event and this complaint is still under investigation.